Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check. Upon interrogation, extracardiac stimulation was discovered involving the left ventricular lead. The physician capped the lead on (B)(6) 2017. The patient was stable post-procedure.